Event description:
Consumer stated "after biting down on your product (infinity power toothbrush) it caused the breakage of two of my rear teeth (one upper and one lower). I am seeking compensation for dental expenses as well as pain and suffering. I am still in possession of the toothbrush." Explained to the consumer the required documentation to move forward with claim and requested the product be returned.